Manufacturer narrative:
(B)(4). During a clinical trial, sponsored by bwi, it was reported that a (B)(6) male patient underwent a radiofrequency and cryoballoon ablation procedure for short-lasting persistent atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On 6/14/2018, additional information was received which indicates the principal investigator assessed this event as definitely investigational device-related, and definitely procedure-related. Unlike previously reported as possibly device-related and definitely procedure-related. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Event description continuation: transseptal puncture was performed with a cook medical 71 cm transseptal needle. Sheath in use was a st. Jude medical 8.5 french sl0. Generator was set on power control mode at 30 watts with contact force ranging from 3-6 grams. There is no information regarding power titration, overall ablation cycle time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant (heparin bolus and drip) during the procedure with activated clotting time (act) goal of greater than 325 seconds. Act at the time of injury of 389 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-5830-01 serial# (B)(4)), smartablate pump (model# serial# unknown), smartablate generator (model# serial# unknown), cook medical 71 cm transseptal needle (model# lot# unknown), st. Jude medical 8.5 french sl0 sheath (model# lot# unknown), 40 mm atrial clip for laa occlusion (model# lot# unknown), cryoballoon catheter (model# lot# unknown), (B)(4).

Event description:
During a clinical trial, sponsored by bwi, it was reported that a (B)(6) male patient underwent a radiofrequency and cryoballoon ablation procedure for short-lasting persistent atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Pre-procedure, a small pericardial effusion was noted via transesophageal echocardiogram (tee) and documented via intracardiac echocardiogram (ice). During ablation, upon initiating the 2nd radiofrequency cycle, the patient became hypotensive (68/40 mmhg). Tamponade was confirmed via ice. Remainder of procedure was aborted. Protamine was administered for heparin reversal. Pericardiocentesis yielded approximately 2500-3000 ml of blood and fluid. Patient was transferred to the operating room for an emergent median sternotomy for mediastinal exploration. During surgery, the following procedures were performed: repair of distal left anterior descending (lad) artery laceration, hematoma evacuation, left atrial appendage (laa) occlusion via 40 mm atrial clip, and a bi-atrial maze procedure with complex lesion set using radiofrequency and cryoablation. Patient was reported to be in stable condition. Patient required extended hospitalization because of the adverse event for recovery from cardiac surgery. Patient was discharged on post-procedure day 11. It was noted that the patient was in atrial fibrillation during the procedure. Medical history includes the use of xarelto and effient prior to the procedure for anticoagulation. There were no other factors cited that may have contributed to the adverse event. Physician indicated that he does not believe bwi products to be responsible for the adverse event. Principal investigator assessed this event as possibly device-related and definitely procedure-related.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 08/24/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).